Event description:
The MFR's rep reported that the pt's device couldn't be recognized as an interstim by the clinician n'vision programmer, though the pt could increase and decrease the stimulation using the 3031a pt programmer. The pt was experiencing a return of symptoms so the physician explanted the device. The rep tried using the old application card, nna 8870, with the n'vision and was able to program successfully, but the device had already been explanted.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.